Manufacturer narrative:
The customer's reported complaint of a breach in sterility is confirmed. Conmed received one 139025ext in unopened original packaging, the reported catalog and lot number was verified. A visual inspection found the device encroaching into the seal and had protruded all the way through the seal. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment and found no abnormalities that would contribute to this issue. A two-year lot history review found no other similar complaints for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 97 complaints, regarding 647 devices, for this device family and failure mode. During this same time frame 3,266,125 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.0002. The instructions for use (IFU) provides the user with information regarding proper care and use of this device. The IFU also advises the user that these devices should be inspected before and after each use. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
At time of filing, although expected, the reported device has not been returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
During incoming inspection, the distributor rejected this device, ultraclean electrode 6in needle with extended insulation, catalog # 139025ext, lot 201711094, for a possible insufficient heatseal. There was no contact with the patient as this was found during incoming inspection. Due to the potential severity of a possible breach in sterility, this report is being raised as a malfunction with potential for injury upon reoccurrence.